Event description:
It was reported in a literature case related to heartmate ii and heartmate 3 published in (B)(6) (lvad pump thrombosis without abnormal pump parameters) that the patient had transient cerebral ischemia while implanting the heartmate ii. Since the lactate dehydrogenase (ldh) was elevated and pump thrombosis was suspected, anticoagulant therapy was strengthened. The patient underwent a pump exchange to a heartmate 3.

Manufacturer narrative:
Article information: lvad pump thrombosis without abnormal pump parameters. Author: (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be submitted under MFR# 2916596-2021-00590.

Event description:
The patient underwent a pump exchange to a heartmate 3 on (B)(6) 2021.